Event description:
It was reported via phone call that the customer passed away at hospital (B)(6) 2018. The customer was hospitalized on (B)(6) 2018 for eleven days due to high blood glucose and pneumonia. The customer¿s blood glucose level was 500 mg/dl and the cause of death was pneumonia. It was unknown whether the customer was using insulin pump at the time of passing or not. The customer was not using sensors. It was unknown whether the caller will return or not the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.